Manufacturer narrative:
Additional information was received on 29-jul-2021. The coronary sinus catheter was not identified. Sound map was performed after the coronary sinus catheter insertion before ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported a (B)(6) year old male patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. Before pvi, blood pressure slightly decreased. Effusion was confirmed when pericardial fluid was checked by the soundstar catheter after the procedure, and although vitals were stable, they were drained prophylactically. The patient's condition remained stable throughout. The attending physician also told that the drainage was preventive. Blood pressure slightly decreased from before drainage, and the movement of the lateral wall confirmed by fluoroscopy was slightly decreased and stable throughout. The physician¿s opinion of the cause of the adverse event was procedure related. The physician commented that slight decrease in blood pressure before pvi, it was not considered due to ablation. It may have occurred at the time of coronary sinus insertion since it was difficult to insert the coronary sinus catheter, or it may have occurred when the sound map was performed in left atrium. The blood test after drainage was expected to occur after the left atrial approach because it was probably arterial, but whether sound was directly involved was unknown. This adverse event was discovered post use of biosense webster products. Prior to noting the cardiac tamponade, ablation was performed and there was no evidence of steam pop. It was not reported that inappropriate use was conducted without instructions for use. Transseptal puncture was performed; however, the needle product details are not known. It was not reported that there was any error message observed. It was not reported extended hospitalization was required. Patient status was reported as improved. The cardiac tamponade event was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30508290m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).